Manufacturer narrative:
Investigation: one sample was received. It came in a ziploc plastic bag. It has the packaging flow wrap, the plunger rod rubber stopper, the tip cap, and saline solution. The tip cap has two spots that are a brown color. It is grease from the molding press. Grease use to lubricate the molding tool. The sample was shown to the mold repair coordinator and posiflush molding coordinator. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that 10ml bd posiflush¿ sp pre-filled flush syringe nacl 0.9% tip cap was discolored. This was discovered before use. The following information was provided by the initial reporter: brown rusty colored staining on posiflush cap. Customer also fed back that contents of syringe were cloudy, this can be explained by the sticker.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 10ml bd posiflush¿ sp pre-filled flush syringe nacl 0.9% tip cap was discolored. This was discovered before use. The following information was provided by the initial reporter: brown rusty colored staining on posiflush cap. Customer also fed back that contents of syringe were cloudy, this can be explained by the sticker.